Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery was depleting quickly. Customer¿s blood glucose was 270 mg/dl. Customer declined to review pump history with tandem technical support to help determine a possible cause of the event. Reportedly, the customer continued to use the pump for insulin therapy. Although multiple attempts were made to follow up, customer did not reply.